Manufacturer narrative:
Device eval: the eval is not complete. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. Device history records were reviewed, complaint data base was reviewed. Conclusions: the investigation is not complete. A follow-up report will be submitted when add'l info is available.

Event description:
The complainant reported that during a cardiac catheterization procedure, the contrast line had air bubbles in it. No air bubble were injected into the pt.